Manufacturer narrative:
On 08/19/2023 the customer reported a cracked lcd window after falling on the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side that starts at the left belt clip rail, broken left belt clip rail, missing display window cover, cracked middle (enter) keypad button, scratched keypad overlay. The pump was received with a battery cap missing 2 weld spots. The pump passed the displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays or beeping were noted during testing. Self test failed because it returned a pump error 63. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 4 occurred on 08/19/2023 @ 12:02:01; pump error 63 (variableinfo = 0x03 hex = 3) occurred on 10/11/2023 @ 09:51:03 which is when the self test was executed. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement read high. In addition to this, a visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of a cracked lcd window was not confirmed during testing. The high sleep current measurement was isolated to pcba1. Pump error 4 is due to a hardware error. Pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pun 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a blank display on the insulin pump had been bumped. It was reported that the insulin pump also had a crack on the screen. Troubleshooting was performed and found that the insulin pump started beeping and the screen stopped responding after the insulin pump was bumped. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.